Manufacturer narrative:
The device was implanted in the patient and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat multiple ruptured splenic artery aneurysms using a pod packing coil (podj). It was noted that the patient had a tortuous anatomy. During the procedure, the physician placed a neuron delivery catheter 053 (neuron 053) in the splenic artery, then advanced a lantern delivery microcatheter (lantern) through it. After advancing the podj approximately seven centimeters out of the lantern, the physician determined that the coil was not taking its intended shape; therefore, the physician decided to remove the podj. However, upon retraction, the podj unintentionally detached with 27 centimeters of the coil still inside the lantern. Due to the complex tortuosity of the artery, the physician decided to flush the detached coil out of the lantern using a syringe and saline. After the coil was flushed out the lantern, it landed proximal to the target area preventing further coils from being deployed. While prepping a glue tray to treat the vessel through the coil mass, the vessel eventually thrombosed and no further treatment was done. There was no adverse effect to the patient and the patient was stable following the case.